Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device is not working. There was reportedly no patient involvement. The device was evaluated onsite, finding the device failed the operational check and displaying the "red x." It was determined the therapy cable is faulty. The therapy cable was replaced to resolve the issue. Operational check performed, there were no issues. Device returned to full functionality and remains at the customer site. The faulty component is not expected to be returned. Based on the information available and the testing conducted, the cause of the reported problem was faulty therapy cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the defib test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.